Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Device analysis: the analysis results confirmed that the pmw35 device was returned with only the tyvek and no apparent damages were observed. When tested for functionality the device fired and formed the remaining 28 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Although there is no direct evidence of use error, the instructions for use do contain the following caution: the event described could not be confirmed as only tyvek was received and the device performed without any difficulties noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device inside of its package partially open. Also, the seal area appears to be complete. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an osteoarthropathy, before being used on the patient, it was noted that the seal of the sterile package was open, compromising the sterility of the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.